Event description:
The event occurred on an unspecified date and involved a chemolock and it was reported that it disconnects for 3 times while continuous 4-day infusions. There was patient involvement.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Manufacturer narrative:
Investigation summary. Complaint of disconnection / loose connection on item cl2000s cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.